Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states plastic footplate cover broken and user cut foot. Appears during transfer from chair into the bathroom. Foot was cut on the footplate that is at a bend that had a corner broken off. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.